Event description:
It was reported that at the post implant check, the right atrial lead exhibited a sensing anomaly and unacceptable capture thresholds. The lead remained implanted. The asymptomatic patient would be followed closely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.